Manufacturer narrative:
Product complaint #(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional e1 initial reporter name. Additional information was requested, and the following was obtained: this for dr. Frank myers at kaiser modesto. These cases were robotic prostatectomies where re-anastamosis was completed and failed. I do not have any information on dates, times, patient info etc other than what we have already told you. We have reached out several times for additional information and surgeon is unresponive.

Event description:
It was reported that a patient underwent a urology procedure on an unknown date and barbed suture was used. The surgeon stated that the patient had a leak. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - could you please provide more details regarding the leaks reported in the four urology cases? Specifically, information about the nature of the leaks, their location, the circumstances under which they occurred, and any actions taken in response would be greatly appreciated. - when was the leak happened (during surgery or post-operative)? Please specify - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. - could you kindly provide the lot number, please? Additional information was requested, and the following was obtained: unfortunately we do not have any additional information. A couple of the patients were brought back with urine in their abdomen and a re-anastomosis was completed. This is the only information the surgeon shared. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please share the following questions with the surgeon for our complaint investigation: date and name of index surgical procedure? Was this a robotic procedure? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Did the patient experience an anastomotic leak? (If no, please describe) onset date/time of the anastomotic leak? (# post op days) please describe the appearance of the suture during the second procedure. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Did the sutures barbs not engage in the tissue? Did the suture pull out of the tissue? Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? How was the anastomotic leak managed? Please describe any surgical intervention required for the anastomotic leak including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name?